Event description:
The perfusionist reported that there was a pink tinge in the heater/cooler water lines prior to cooling the pt. The heater/cooler had not been turned on and water had not recirculated through the oxygenator. The unit was replaced. There was no pt injury as a result of the event.

Manufacturer narrative:
The apex oxygenator is mfg by: sorin group. The 510(k) # for the apex oxygenator is k014080. The apex oxygenator, mfg by sorin group is a component in the perfusion pack mfg by sorin group USA inc. The perfusion pack is a preamendment device. One apex oxygenator was received at sorin group USA for evaluation. A visual inspection of the device showed no defects. Both the water and blood side of the oxygenator were pressure tested with water and did not produce any leaks. The waterside of the device was pressurized with water over time and no degradation in pressure was seen. The reported leak could not be duplicated. The apex oxygenator has been returned to sorin group for further evaluation. A f/u report will be filed with their findings.